Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The xenon lamp, provided by the customer, was replaced to resolve the issue. The company service representative then verified the lamp output to be as intended. The system was manufactured on april 16, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming xenon lamp. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer requested lamp replacement. A company representative reported the lamp had an issue turning on and was old. The bulb was replaced with customer provided bulb.